Manufacturer narrative:
An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that a type iiia endoleak of the aortic components with complete separation event is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: method remove 3233. H6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure during routine follow-up a type 3a endoleak with device separation. Re-intervention was performed by bridging the index devices with implant and an afx vela suprarenal. Reportedly, the proximal neck just below the renal artery was dilated and the vessel was not in good condition. The afx vela suprarenal migrated slightly during deployment. The junction was sealed; however, it was decided to add an additional afx vela suprarenal. The re-intervention was completed without any endoleaks. The patient post procedure was stable.